Event description:
While trying to monitor a patient the device would not read or produce a rhythm on the screen.

Manufacturer narrative:
Attempts to acquire the required date of event is ongoing. A follow-up report will be submitted after welch allyn's engineering department has finished the evaluation of the device.